Event description:
On (B)(6) 2011, the patient reported experiencing low blood glucose approximately 1.5 months ago and she became unconscious. She stated she sat down for dinner at 5 pm and her son asked if she needed juice because she looked like her blood glucose was low. She tested her blood glucose (value not provided) and stated it was lower than normal. She drank juice and ate dinner and felt better. At 7:20 she began to feel low blood glucose symptoms and she lost consciousness. Her husband tested her blood glucose at 20 mg/dl and he attempted to give her juice. He called the emt and they treated the patient with a glucose IV and the patient regained consciousness shortly afterward. Emt's tested the patient's blood glucose at 110 mg/dl. The infusion device was replaced and requested to be returned for evaluation.